Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a patient notification alert due to non-sustained rv oversensing issue following pacing which was observed on the device. Upon review of the episodes there was fusion and pseudofusion with r-waves which were due to t-wave oversensing issue. Programming changes were made. Patient was stable throughout the device interrogation and will continue to be monitored remotely via merlin.net transmission.